Event description:
Have severe pain from mesh. Since bladder has fallen, mesh has not helped. Doctor told me that I didn't need mesh, wasn't sure why they put it in there. Had a bikini cut incision to put the mesh in. Already small in that area, but since then sown up so small that I'm unable to have sex. Did not have an incontinence problem until after original mesh surgery. Constant pressure in vaginal area. When I step too it hurts inside. Was told I have nerve damage. One surgery to correct mesh erosion to correct mesh erosion -july 26th-. Chronic inflammation from mesh erosion.